Manufacturer narrative:
The field service engineer (fse) was dispatched to troubleshoot the issue. The fse performed multiple troubleshooting tasks including the replacement of the alnty I snsr wb, which resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results, as related to the current complaint reported for (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends related to the customer¿s issue. Labeling was reviewed and found to be adequate. The alinity ci-series operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration, erratic sample results and component replacement. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated alinity I rubella igg results generated on the alinity I processing module that repeated within normal range for one patient. For sid (B)(6) initial result was 14.8, repeated 0.2 and 0.2 iu/ml (normal range is 0 to 4.9). No impact to patient management was reported.